Event description:
This is a female with a history of open heart surgery in 2002, plus placement of a biventricular aicd. In 2007, she was taken to surgery for replacement of the generator. During subsequent interrogation of the leads, there was a question of possible lead reversal between the right atrial and right ventricular leads. Examination of the device did reveal that the leads were indeed reversed. This was corrected by the surgeon and there were no further problems. The pt was discharged home in stable condition.